Event description:
It was reported the patient never had therapeutic effect. The patient was having problems urinating and had to use a catheter. Three days after implant, the patient was not able to adjust stimulation. The patient saw the ¿call your doctor¿ icon with a power on reset (por) condition. Two weeks later, the patient was unable to urinate on their own. Increasing stimulation to 1.5 v did not resolve the issue. The patient¿s stimulation went away right away and may be due to the patient having radiation damage. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the patient did not have concerns with their device or therapy. The patient noted they had infections. Appointment date was noted as (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# unknown, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).